Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation; the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
This information was not included with the initial medwatch report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the piston moved very fast and pushed insulin into the reservoir. The customer also reported that there was a leak at the infusion set. The customer went into hypoglycemia and was admitted into the hospital. The customer was advised that the device would be replaced and agreed to return the product for analysis.